Event description:
On (B)(6) 2011, patient reported the menu button on his infusion device is not responding and is broken. Patient stated all other buttons work fine. Advised patient to try a new battery. Patient reported after inserting a new battery the button still does not respond. Patient stated the button is not flat. Advised patient to switch to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the alleged infusion device for evaluation.